Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report painful sensor insertion that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that she experienced a pain greater than she had ever experienced from the sensor insertion. Patient had her daughter, who is also a nurse, check to ensure the device was snapped in all the way. Patient's daughter stated that the sensor wire was curled up inside. No additional event or patient information was reported.

Manufacturer narrative:
(B)(4)

Event description:
A sensor (serial number (B)(4)/lot number 5207503) was returned for evaluation. A visual inspection was performed and testing concluded that an investigation was unable to be performed because the reported event of a painful insertion could not be duplicated with the returned device. A root cause could not be determined. Additionally, it is unknown if the returned sensor is the sensor that was used at the time of event.